Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn.

Event description:
Device report rec'd indicates pt was implanted with a ti matrixmandible 2x2 tension band plate, a ti matrixmandible 3x3 tension band plate and 9 screws during an 'ssro to the mandibular retraction'. X-ray taken 3 months post operative showed, the plates broken. Device report indicates "the doctor decided that there is no influence to the pt." The broken plates were removed at 10 months post implant. This report is #2 of 2 for the same event.